Event description:
Patient reported emergency room visit due to shortness of breath, high blood pressure. Patient went to emergency room in (B)(6) 2025. Patient has pacemaker, symptoms were related to that. Pt not hospitalized. Cardiologist and primary care doctor aware. Emergency room visit was not related to cancer or imatinib mesylate. Diagnosis for use: gastrointestinal stromal tumor of stomach.